Manufacturer narrative:
Results: the polymer coated pusher assembly was kinked. The introducer sheath was returned backwards on the pusher assembly. The embolization coil was compressed along its length and the proximal constraint sphere was protruding from the distal detachment tip (ddt). The pusher assembly had kinks along its proximal length. Conclusions: evaluation of the returned ruby coil revealed a compressed embolization coil. The compressions were likely a result of forcefully advancing the embolization coil against resistance. The lantern referred to in the complaint was not returned for evaluation and therefore the root cause of the resistance could not be determined. The polymer coated section of the pusher assembly was kinked and was likely a result of forcefully advancing the device against the same resistance. Further evaluation revealed the proximal constraint sphere had fallen out of the ddt and the pusher assembly had additional kinks. If there are further attempts to advance the damaged device against resistance, the ddt may yield allowing the constraint sphere to fall out. The pusher kinks were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). The physician then experienced resistance while advancing a ruby coil through a lantern, and therefore the ruby coil was removed. The procedure was completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.